Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes, the system issue was due to tilepro being turned on.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by the surgeon figuring out that tilepro was on and they turned tilepro off and the 2nd image/mirrored image had cleared from the screen. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, user informed the technical support engineer (tse) that they experienced mirrored images in the high resolution stereo viewer (hrsv) in the surgeon side console. The user confirmed that the tilepro feature was on, and they turned it off which cleared the mirrored images. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.